Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the customer has demonstrated the ability to obtain network credentials by implementing the evil twin attack on medfusion 4000 pumps. One of these medfusion 4000 pumps at unc rex facility was configured in a way that it allowed the customer to force it to authenticate using the insecure gtc protocol. The result was that the device sent plaintext credentials to the pentester's ap that could then be used to gain access to skynet. There was no patient involvement

Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.